Manufacturer narrative:
Facility name: (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
A pharmacist complained of erroneous glucose results when she tested on an accutrend plus meter with serial number (B)(4) compared to a customer's accu-chek aviva meter with an unknown serial number. It is not clear if the accutrend plus meter was owned by the pharmacy. This information was requested but was not provided. The pharmacist tested on each device directly after the other at 12:00 p.m. And the result from the customer's accu-chek aviva meter was 89 mg/dl and the result from the accutrend plus meter was 57 mg/dl. It is not known which result was considered to be correct. This information was requested but was not provided. No adverse event occurred. The accutrend plus meter and glucose strips were requested for investigation. The accutrend plus meter and glucose strips were returned. The investigation stated the meter was contaminated with human material. The returned glucose test strips were measured with 3 edta blood samples on the returned accutrend plus meter, retention meters used at the investigation site along with the hitachi laboratory method. Quality controls were also run on the returned accutrend meter and the retention meters. All results were within the acceptable ranges. The accutrend system is working according to specification. The returned accutrend plus meter and glucose strips can be ruled out as a root cause of the issue. A specific root cause could not be identified for this event. A potential root cause may be related to meter and test strip handling issues.